Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that 13.2mm vticmo13.2 -16.5/5.0/070 implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2022 the lens was exchanged for a same length lens that was implanted vertically and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue on product. Product returned damaged. Visual inspection found the haptic broken/bent. Dimensional inspection found the overall length within specifications but width could not be performed due to damaged state of the lens. Claim# (B)(4).